Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was explanted due to noise. The patient was discharged following the procedure.

Manufacturer narrative:
Correction: single-use device that was reprocessed - should have been ticked no on the initial report not yes. The reported event of lead noise was confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion [14.9cm ¿ 15.1cm from the connector pin] exposing the outer coil. The cause of the reported event was external insulation abrasion caused by friction to the device can. The other damages found are consistent with procedural damage.